Manufacturer narrative:
The manufacturing location was unknown. The catalog number and the serial/lot number were unknown. Therefore, common device name, device product code, UDI, 510k number and device manufacture date were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 2 of 2 for the same event: it was reported that during a distal radius surgical procedure, it was observed that the quick coupling device seized to move when connected to the drill device. It was further reported that a unknown drill but device was stick in the quick coupling device there were a five minute delay to the surgical procedure. It was reported that a spare device was available for use and the surgical procedure was successfully completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.